Manufacturer narrative:
Complaint no: (b(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set experienced a no flow. This occurred during patient infusion of an intravenous, non-baxter drug using a non-baxter pump and non-baxter primary set. The reporter stated that the primary bag was lower than the secondary bag, the highest y-site was used, and there was no damage found on the secondary set. There was no patient injury or medical intervention associated with this event. No additional information is available.